Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure leak testing was performed with no issues noted. Functional testing which included clear passage testing, clamp function testing, and device-device interaction testing was also performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was observed in the line of an apd set. There was no patient involvement. No additional information is available.